Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Triathlon femoral impactor extractor (B)(4) failed to lock onto trial femur. It was observed that the instrument was damaged/inoperable. Another sterile triathlon femoral impactor extractor instrument was provided immediately.

Manufacturer narrative:
An event regarding a missing pin involving a femoral impactor extractor was reported. The event was confirmed. Visual inspection confirmed the reported event, three of the pivot pins were disassociated from the device and not returned. A review of medical records was not performed as none were provided. No further information was requested as it is not believed the failure was related to patient factors. The reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review found that there have been other events for this manufacturing lot. The investigation concluded that the pin falling out of the femoral impactor extractor was caused by a manufacturing nonconformance. Based upon the conclusions of the visual inspection, it was determined that the supplier, (B)(4), had not fulfilled the specified press fit operation by producing out of tolerance components leading to the pin falling out.

Event description:
Triathlon femoral impactor extractor (B)(4) failed to lock onto trial femur. It was observed that the instrument was damaged/inoperable. Another sterile triathlon femoral impactor extractor instrument was provided immediately.